Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: a beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. Fse observed large amounts of wash buffer in the wash wheel incubator. Fse observed no leaks or dispensing errors during initial prime and review of wash arm assembly. Fse determined the issue was due to sample wheel motion errors causing a software error which resulted in overflow on the wash wheel. Fse cleaned wheel and incubator well, flushed aspirate and dispense probes, replaced duckbill, performed database maintenance, and performed sample pick-n-place to sample wheel alignments. After repair, the fse primed the analyzer, performed 150 replicates of rv (reaction vessel) exerciser, system check, carryover, and hs system check with acceptable results. In conclusion, the cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2022 the customer reported obtaining erroneous non-reproducible elevated hstni patient results (access high sensitivity troponin I, part number b52699 and lot number 233835) when running the patient samples on the customer's dxi 600 ( dxi 600 access immunoassay analyzer w/spot b, part number a71460 and serial number 901936). The customer reported there was a change to patient treatment or management for one patient in connection with this event. One patient was sent to the cardiac catheterization laboratory. A request for further information sent to the customer, but no further information was provided by the customer regarding change to patient treatment or management, or patient outcome. System performance indicators such as system check, calibrations and quality control (qc) were not provided for review. The customer reported obtaining erroneous results for multiple assays at the time of the event but did not indicate any other patients were affected due to other erroneous results generated. The customer did not note any issues or concerns with potential carryover for this event. A beckman coulter field service engineer (fse) was dispatched to assess system performance.